Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a fall about 6 weeks ago and cut/wound on their head that got infected. Also, the patient had an infection at the burr hole site and down the head close to the burr hole. It is unclear when the infection started. There was no device issue that caused the patient fall. They had an existing plastic plate in their head that was pre-existing (unrelated to dbs). The surgeon had to remove this and the dbs left lead to fix her wound. All of this is very close to the dbs system, so today, the healthcare provider (hcp) plans to remove the left lead and cut the extension wire to preserve the rest of the system. It was clarified that the left extension wire was not cut nor explanted. The left dbs lead was partially removed (the portion of the lead that was in the brain was cut and removed) and discarded. The other half remains implanted and connected to the left extension wire. The surgeon plans to explant that portion later when he replaces the brain lead in the future. The issue was resolved. They inquired about MRI compatibility for when the patient is re-implanted.